Manufacturer narrative:
The investigation found the returned microcatheter kinked at 2.5cm from the distal tip. A ribbon of green material was retrieved from the hub and found to be consistent with the coating of a competitor's guidewire. Further investigation found exposed braid protruding into the lumen at the hub transition, which would have caused the reported resistance and damage to the guidewire coating. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that a guidewire failed to pass through the microcatheter; the failure persisted even after a new guidewire was used. The surgeon then replaced it with a different microcatheter and the guidewire was advanced smoothly, and the surgery was completed successfully. When the device was received and analyzed, it was found exposed braid protruding into the lumen at the hub transition.